Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The sales rep reported that patient has a certes valve that was implanted in (B)(6) 2011. Patient had symptoms of ventricular growing. Dr. Felt that it appeared that the valve was not draining properly; therefore, dr. Decided to explant valve. However, the dr. Stated that the ventricular size increase may not be valve related. Another certas valve was implanted (revision).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected: no defects were noted. He valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested per IFU rev. G the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve, product code 82-8807pl, with lot cvbcny, showed 2 non-conformances when released to stock on the 11th march 2016, the nr reports issues had no link to this complaint. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.